Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. Unable to perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd anomaly. Device had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a full black screen and he could not see the duel wave bolus he tried to give himself. The patient's blood glucose at the time of incident was 104 mg/dl. During troubleshooting the black screen disappeared. However, the insulin pump failed the self test; an area of the screen became black and unreadable again. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.